Manufacturer narrative:
Initial and final MDR (B)(4). Device 2 of 6.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient went to the emergency room (ER) and was hospitalized on (B)(6) 2026 due to six bent cannula issues, which led to hyperglycemia. Symptoms included vomiting, weakness, fatigue, nausea, and chest pain, indicating the onset of ketoacidosis. The blood glucose level peaked at 370 mg/dl at the time of hospitalization. The patient was treated with exogenous insulin and was released from the hospital on (B)(6) 2026. The length of the hospital stay was for eight hours. No further information available.